Event description:
It was reported that the set screw was not tightening after "numerous attempts." It was stated that it was "extremely difficult" to realign the set screw. It was noted that the patient was "doing fine" and the replacement device was "working properly" and was implanted with no issues. Additional information has been requested. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_set_screw. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).